Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. (B)(4).

Event description:
Information received by medtronic indicated that the water got into the battery section. Customer wiped the battery cap and tried to change the battery and still not doing anything. Customer stated the home screen appeared on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.